Event description:
The sheath was difficult to peel off. The sheath broke off before rptr could peel the whole sheath off, and left about 1 inch still around the catheter which rptr eventually removed.